Manufacturer narrative:
The suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that unit was on a patient when it started alarming safety valve on the avea ventilator. The customer reported the device was swapped out immediately. The customer confirmed there was no patient harm associated with the reported event.